Event description:
Per the clinic, the patient experienced an implant extrusion (specific date not reported). The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.